Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. (B)(4) a partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 16f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. There was a venous sheath next to the arterial sheath. The tavi procedure was completed. Reportedly, during knot tightening of one suture, a suture break occurred. A third proglide device was used but a cuff miss occurred. A fourth proglide device was used and strong resistance was felt when attempting to remove the proglide device. The proglide device was slightly pushed into the vessel and the lever was lifted and returned. Another attempt to remove the proglide device from the patient was met with strong resistance. The proglide device was removed from the patient with extra force. The vessel at the puncture site was damaged. The puncture site was surgically repaired and hemostasis was achieved surgically. Hospitalization was extended due to the issue with the closure device. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Date received by manufacturer: follow-up #1 was filed with an incorrect date. The correct date is (B)(6) 2016.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.